Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 07/06/2016 stating there is inhibition of lv channel leading to inhibition of lv pacing. Technical services discussed off lv sense. The physician was dr. (B)(6) in (B)(6), va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).